Event description:
The customer reported the ventilator shut down while in use on a patient. The customer alleged the device did not alarm, however, there was no reported patient harm. The respironics service technician reported there was a diagnostic code that indicated a +24 volt failure. The ventilator is under evaluation and repair is still in progress.

Manufacturer narrative:
This unit is currently being evaluated. If additional information becomes available regarding root cause of the malfunction, a follow-up report will be submitted.